Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was experiencing muscle stimulation from their left ventricular (lv) lead. Therefore, the patient presented to their clinic for threshold testing. During testing, the test was unable to be terminated as the touchscreen of the programmer became unresponsive. The test eventually ended and the touch screen was responsive again. It was noted that the patient experienced a heart rate in the 20 beats per minute (bpm) range during this. No adverse patient effects were reported. This device remains in service.